Event description:
The sense/pace portion of the lead was capped due to t-wave oversensing. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.